Event description:
Spouse of home patient reports leak from small tear in cassette sheeting of homechoice set. Leak was noted in bottom corner of set when it was being removed from the homechoice machine post therapy. Spouse reports inside door appeared to be dry, but fluid was noted under machine. Patient contacted healthcare professional and received prophylactic antibiotics. Patient's rn confirmed adminstration of prophylactic antibiotics and transfer set change. Patient's rn reports no patient injury resulted from reported leak.